Manufacturer narrative:
Angioguard rx, catalog number 701814rmc, lot number 71108516. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was initially reported that the patient within 24 hours of a pta procedure, the patient had right hemiataxia and right hemiparesis. These symptoms resolved fully within 3 months. A diagnosis was not made. The index lesion was the right carotid artery and the symptoms were manifested on the patient's right side. Any symptoms from the index lesion would have manifested on the patient's left side if they were associated with the target lesion, study products or procedure. Therefore, there is no complaint against the cordis device and the previously reported event does not meet the MDR criteria of a serious injury. No further events have been reported and therefore, no additional reports will be forthcoming regarding this event,

Event description:
The report received from the (B)(6) study indicated that within 24 hours of a pta procedure, the patient had right hemiataxia and right hemiparesis. These symptoms resolved fully within 3 months. A diagnosis was not made. At admission, the patient was symptomatic. Pta was performed on a 75% occluded lesion in the proximal right internal carotid artery of 30mm in length in an 8.0mm vessel diameter. The lesion was ulcerated, mildly calcified and resistant to pta. Pre-dilation was not documented. A 7mm medium support angioguard embolic protection device was deployed and a 10x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The patient was neurologically intact upon leaving the angio suite.